Event description:
It was reported that the patient's artificial urinary sphincter (aus) was explanted due to recurring incontinence. A new aus device with a 5.5 cm cuff was implanted.

Manufacturer narrative:
Device evaluation provided in: describe event or problem, evaluation result codes, evaluation conclusion codes.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was explanted due to recurring incontinence. A new aus device with a 5.5 cm cuff was implanted. Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.